Event description:
It was reported that this patient experienced withdrawal in (B)(6) 2009 as his pump ran dry. The patient¿s physician no longer accepted his insurance and the patient was searching for another managing physician. Reportedly, the patient¿s device was still alarming a month later but the patient was no longer in withdrawal. It was not known what medication this device system delivered at the time of the event. It was further reported that at the time he experienced withdrawals in 2009 he also had diabetes and his right leg was amputated and he lost left toes as well.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial # (B)(4), implanted: (B)(6) 1996, product type catheter; product ID 8840, serial # (B)(4), product type programmer, physician. (B)(4).

Event description:
It was later reported that the amputation had nothing to do with the therapy or device. The patient is a diabetic and lost the portion of the right leg and left toes due to poor diabetes management.